Manufacturer narrative:
The sonicare brush head is an accessory to the healthywhite power toothbrush.

Event description:
Consumer complained about bristles falling off in their mouth. No injury reported.